Event description:
Unacceptable thresholds and sensing difficulty was reported. It was also noted that the lead had blood in the core, either due to an insulation breach or a faulty lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Other: unacceptable thresholds and sensing difficulty was reported. It was also noted that the lead had blood in the core, either due to an insulation breach or a faulty lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Sensitivity, blood contaminated device, high threshold.